Manufacturer narrative:
As reported, a small foreign material was visible on the 3dmax mesh. Review of the photos provided is inconclusive as no material can be seen. The subject device is said to be available however, at this time has not been returned. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 1,369 units released for distribution in (B)(6) 2023. When/if the sample is returned a supplemental MDR will be submitted to document the evaluation results. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure on (B)(6) 2024, when removing the 3dmax mesh from the sterile package a small foreign material was found to be visible on it. It was reported that there was no damage noticed on the outer package. The procedure was completed using a new 3dmax mesh. There was no patient injury.